Event description:
The caller had an m51 and alleged that he was getting error code 0600, 0602, and 0501. He also stated that when the chair went over bumps, the chair would stop running.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.